Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced pain due to the eroded mesh and additional medical treatment. All other information is unknown.

Event description:
According to the physician, post-procedure, the patient complained of pain, dyspareunia and being able to feel the mesh during certain activities. The physician noted some mesh erosion. All other information is unknown and unavailable.

Manufacturer narrative:
The reported lot number, 1ml0011602, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.